Event description:
It was reported that during a shoulder repair, the anchor was being screwed into the pilot hole when the tip of the driver began twisting and broke off inside the anchor. As a result, the anchor could not be inserted all the way into the bone, and the tip of the driver was wedged inside the anchor unable to be retrieved. The surgeon completed the surgery using the sutures inside the anchor and left the head of the anchor sitting proud. A follow-up office visit found the pt status good with no adverse affects reported.

Manufacturer narrative:
Investigation results: this device was sent to a third party laboratory for analysis. The results of the analysis confirmed that the device fracture was due to a combination of bending and torsional loads applied together. Testing to recreate the observed failure mode found that insertion of the anchor at an angle caused the tip to break when the second thread was engaged. The instructions for use (IFU) states in the precautions: avoid lateral loading while inserting the suture anchor. Maintain proper alignment during insertion of the anchor and disengagement of the driver. The driver used in this event is made of 17-4ph stainless steel and not meant for implantation.